Event description:
Hnp (herniated nucleus pulposus) [intervertebral disc protrusion]. Pain in right side, beginning at waist extending to toes [pain in extremity]. Unable to walk on left leg [abasia]. Abnormal gait [gait disturbance]. Increased knee pain after synvisc [arthralgia]. Case description: spontaneous report received on (B)(6) 2009 from a (B)(6) female patient, initials (B)(6), whose relevant medical history included: arthritis and 3 injections of synvisc 2 years ago. The patient received a single injection of synvisc one into the right knee on (B)(6) 2009. Right after receiving the injection, the patient experienced pain in her left side beginning at her waist and extending all the way down to her toes. The pain improved slightly with tylenol and codeine pain medication, but the patient was still unable to walk. The patient planned to see her physician for follow-up on (B)(6) 2009. No further information was provided. As of the date of receipt of this report, the patient outcome was not yet recovered. Additional information was received from the treating physician (physical medicine and rehabilitation specialist) on (B)(6) 2009. The patient's date of birth was provided (B)(6), and her relevant medical history included: moderate grade of osteoarthritis in both knees for a duration of "years," prior effusion, joint narrowing, osteophytes (right knee only), previous treatment with nsaids (nonsteroidal anti-inflammatory drugs), previous treatment with steroids, and confirmed previous treatment with viscosupplementation. The patient received a single injection of synvisc-one into the left knee on (B)(6) 2009 and into the right knee on (B)(6) 2009. The synvisc-one lot number was unknown to the physician. No effusion was collected prior to either injection, although it was "attempted." No exudate was collected after either injection. The physician confirmed the event of pain in the right side beginning at the waist and extending to toes (right leg), which the patient had previously reported occurring in the left side. The onset date for the event was (B)(6) 2009, the intensity was severe, the outcome was recovered, and the physician assessed the relationship of the event to synvisc-one as remote/unlikely. In the treatment section, the physician reported that the patient had an MRI (magnetic resonance imaging) of the l/s (lumbosacral) spine, which was positive for hnp (herniated nucleus pulposus). S/p (status post) the patient received an esi (epidural steroid injection) on (B)(6) 2009 with good relief. The physician confirmed the event of unable to walk, but specified the left leg. The onset date of the event was (B)(6) 2009, the intensity was moderate, the outcome was recovered, and the physician assessed the relationship of the event to synvisc-one as possible. Treatment for the event included: percocet, pt (physical therapy), and celebrex. As of the date of receipt of this report, the overall patient outcome was unknown. Concomitant medications reported included: arthrotec. Follow-up information was received from the treating physician on 01/08/10. The patient recovered from the event of hnp (herniated nucleus pulposus) on (B)(6) 2009. The physician assessed the event as indirectly related to synvisc-one since it was secondary to the patient's abnormal gait from the increased knee pain after synvisc-one causing increased lbp (low back pain). No further information was provided. As of the date of receipt of the report, the overall patient outcome was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Evaluation summary. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.